Event description:
It was reported that patient presented for an implant procedure. It was noted that there was no pacing from the pacemaker after the lead was inserted. The pacemaker was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) battery level upon receipt. Analysis of device image indicate device was in shipped settings. Further analysis performed, including output verification and inspection of header and connectors indicated normal device characteristics without any anomalies that can contribute to reported event of pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.